Event description:
Reportedly, on 11/12/2023 at the outpatient check-up the device had a longevity of 10 years, 2.99v and electrical parameters within the range. On 10/6/2024 it was not possible to interrogate it at the outpatient check-up. The tests were carried out with 3 tablets with negative results. On (B)(6) 2024, the device has been replaced with a new product.

Manufacturer narrative:
Neither the patient data analysis (using programmer data) nor the technical analysis (of the explanted device), could show evidence of an abnormal current consumption (of the electronics of the device) that could explain the reported brutal drop of the battery voltage. The battery analysis performed by the manufacturer did not reveal any malfunction which could explain the drop of battery voltage. Based on the available information, the origin of the brutal drop of the battery voltage could not be determined. Please refer to the attached report.

Event description:
Reportedly, on (B)(6) 2023 at the outpatient check-up the device had a longevity of 10 years, 2.99v and electrical parameters within the range. On (B)(6) 2024 it was not possible to interrogate it at the outpatient check-up. The tests were carried out with 3 tablets with negative results. On (B)(6) 2024, the device has been replaced with a new product.

Manufacturer narrative:
The battery analysis performed by the manufacturer did not reveal any malfunction which could explain the drop of battery voltage.

Event description:
Reportedly, on (B)(6) 2023 at the outpatient check-up the device had a longevity of 10 years, 2.99v and electrical parameters within the range. On (B)(6) 2024 it was not possible to interrogate it at the outpatient check-up. The tests were carried out with 3 tablets with negative results. On 11 june 2024, the device has been replaced with a new product.

Manufacturer narrative:
The expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. The root cause could not be determined at this stage with certainty. The most likely hypothesis would be a battery failure. Further investigations are ongoing at the battery manufacturer level.

Event description:
Reportedly, on (B)(6) 2023 at the outpatient check-up, the device had a longevity of 10 years, 2.99v and electrical parameters within the range. On (B)(6) 2024, it was not possible to interrogate it at the outpatient check-up. The tests were carried out with 3 tablets with negative results. On (B)(6) 2024, the device has been replaced with a new product.